Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 600mg/dl. Customer changed out her set and had to do it twice and the second one worked is when she noticed her high blood glucose. Customer's sensor glucose was 400 and blood glucose was 600mg/dl. Current blood glucose was 538mg/dl. The customer was advised to monitor their blood glucose and call back if needed.